Event description:
It was reported the (B)(6) azure 2 display system, changes from the carto 16x9 aspect ratio 1920x1080p "window pane" to then 'draw' the ls pro's 4x3 aspect ratio 1600x1200 p "window pane", the video processing system was having trouble with transitioning between the two different aspect ratios and resolutions. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).